Event description:
An approximate 2 cm piece of the outer hydrophilic coating of a boston scientific v18 control wire, model f18/8/150, separated and migrated to a terminal branch of the right pulmonary artery. The length and dimension of the wire that embolized was minute and required no intervention as it couldn't embolize further but could have resulted in the need for add'l intervention had the circumstances been different.